Event description:
It was reported that during a laparoscopic gastric bypass procedure, all three trocars were leaking through the seal. The patient had to be repositioned on the table to complete the case. No adverse consequences reported. All the trocars were discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned. (B)(6).